Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in front of their home. The official cause of death was stated to be sclerosis, with secondary cause of diabetes. The caller noted that the customer has had diabetes for thirty years. The customer's blood glucose, at the time of death, was 196 mg/dl. The customer was wearing the insulin pump at the time of death. The customer never used sensors and was not wearing one at the time of death. The caller stated that they did not know the location of the insulin pump. Therefore, the device will not be returned for analysis.